Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Rubber on handles and impactors are cracked and peeling. Hospital has concerns that containments were being trapped in cracks and not being cleaned well enough.

Manufacturer narrative:
An event regarding santoprene damage involving a tibial augment handle was reported. The event was confirmed. The device was returned in used condition. The handles were discolored and degraded. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there was one other event for the reported lot. Conclusion: visual inspection showed the device handle was discolored and degraded. The device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time.

Event description:
Rubber on handles and impactors are cracked and peeling. Hospital has concerns that containments were being trapped in cracks and not being cleaned well enough.